Manufacturer narrative:
Although requested multiple times, raw data was not provided. The discrepant result for sars-cov-2 could not be determined without reviewing the provided data. B6: added sample collection media information.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive a result for sars-cov-2 (negative for influenza a and b). The same sample was retested twice, on the same cobas liat analyzer, each time generating a negative result for all three targets. The positive sars-cov-2 result was reported. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
As the investigation is still ongoing, a supplemental report will be filed upon the completion of the investigation.